Manufacturer narrative:
MFR ref no.: (B)(4). The device returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 105 caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105. Any pt involvement, injury, or medical intervention is unk.